Manufacturer narrative:
Follow-up # 1 (08/08/2013)-device evaluation: the analysis of the subject meter was completed on 08/05/2013 by lifescan product analysis with the following findings: the reported inaccuracy complaint could not be reproduced during investigation. The meter functioned normally and no issues were found during laboratory testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately. The reporter noted that the blood glucose readings on the subject meter were "24.0 mmol/l" and "18.2 mmol/l," performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.